Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient alleges a rash on her torso due to a possible metal allergic reaction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05906 & 05130).